Event description:
It was reported that the pump touch screen was frozen, rendering the screen unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was given instructions on how to reset the pump, chose to perform the reset, and thereby resolved the issue.